Event description:
Device 1 of 3. Reference MFR report # 1627487-2012-00343 and 1627487-2012-00344. It was reported the pt (B)(6) is experiencing heating at the ipg pocket. The reported discomfort is said to be constant and is not limited to the recharging of the ipg. The implant depth of the pt's ipg is allegedly superficial. Surgical intervention was undertaken to address this issue. The pt's ipg was replaced. During the procedure, the physician also revised the implant depth of one of the pt's two leads alleging the device's previous position was too close to the skin and resulted in uncomfortable stimulation for the pt. Since it is unk which lead was revised, both are being reported. No further complications have been reported following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.